Manufacturer narrative:
It was indicated this product would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that during a routine follow-up, the right ventricular (rv) lead exhibited high out of range pacing impedance measurements along with high threshold measurements. As a result, the physician suspected a lead fracture. (B)(4) technical services (ts) was consulted and indicated the increase in impedance measurements was gradual over three months. Ts concluded the clinical observations are most likely related to calcification. The device and rv lead were explanted. No adverse patient effects were reported.